Event description:
It was reported that a malfunction occurred on the pump after the customer forgot to remove it before entering a pool. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.